Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise over-sensing which led to pacing inhibition. The ventricular channel showed low amplitude signal hence the physician suspected that the rv lead exhibited loss of capture. No intervention was made. The patient was stable.

Event description:
Additional information received indicated that there was no loss of capture. The patient will continue to be monitored.